Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7089860, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7094143, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-4318, batch: 32211378, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to the device causing discomfort. The patient had been experiencing auditory disturbances from the device. The explanted device components will not be returned.